Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that shaft break occurred. A 2.25x20 synergy ii everolimus-eluting platinum chromium coronary stent system was selected. However, during preparation, the shaft severed in half. The procedure was completed using a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual and tactile examination found multiple kinking on the hypotube shaft and the shaft itself was broken 582mm from the strain relief. A visual examination of the crimped stent found stent damage on the distal side with struts distorted, stretched and lifted from the stent profile. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that shaft break occurred. A 2.25x20 synergy ii everolimus-eluting platinum chromium coronary stent system was selected. However, during preparation, the shaft severed in half. The procedure was completed using a different device. No patient complications were reported.